Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the insulin pump had damage and a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The reporter stated that the buttons were sticking. The reporter also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. Troubleshooting for damage was performed as the reporter stated that the screen was so scratched that parts were hard to read. The reporter stated that the damage occurred due to wear and tear. Per both troubleshooting, the reporter was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had intermittent buttons response due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.